Manufacturer narrative:
Checking the manufacturing charts of the involved lot #17ar0a9, no pre-existing anomaly was found on the 20 components manufactured with the same lot #s. Instrument analysis: the instrument involved was returned to limacorporate for further analysis. The visual analysis confirmed that the tip of the threaded part of the instrument is broken. In addition, the received instrument was missing the plastic bush that goes along. The dimensional analysis performed retrieving a bush from a similar instrument confirmed that no anomalies were found. Further analysis on the threaded tip of the instrument confirmed that the device was manufactured within the specifics. It is hypothesized that the breakage of the tip of the instrument was due to loosening of the instrument from the acetabular cup possibly due to vibrations that have led to loosening of the device from the instrument while impacting. An abnormal load is therefore transferred to the instrument's thread, that eventually breaks. Considering that: check of the manufacturing charts highlighted no anomalies on the components manufactured with lot #17ar0a9; the instrument was manufactured in 2017, serving the market for about 5 years. The number of uses of the instrument is not known, however it is feasible to assume they are multiple over the years; it is hypothesized that the breakage of the tip of the instrument was due to an abnormal load applied to the thread; we can state that the event was not product related. Pms data according to our pms data, we can estimate the breakage rate of the instrument 9055.51.015 to be 0.73% (ww). Please note that this occurrence rate is overestimated because it does not consider the reuse of the instruments but only the total number of pieces manufactured. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
During a primary hip surgery performed on (B)(6), 2022, the tip of the delta cup - wrench (product code 9055.51.015, lot #17ar0a9) sheared off after the acetabular cup was impacted into pelvis. According to the reported information, the detached tip was recovered from patient's soft tissue. The surgery was then successfully concluded. It was reported that surgery got prolonged by 5 minutes. The number of uses of the instrument is not known. Event happened in new zealand.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #17ar0a9, no pre-existing anomaly was found on the components manufactured with the same lot #s. We submit a final MDR as soon as the investigation is completed.

Event description:
During a primary hip surgery performed on (B)(6) 2022, the tip of the delta cup - wrench (product code 9055.51.015, lot #17ar0a9) sheared off after the acetabular cup was impacted into pelvis. According to the reported information, the detached tip was recovered from patient's soft tissue. The surgery was then successfully concluded. It was reported that surgery got prolonged by 5 minutes. The number of uses of the instrument is not known. Event happened in new zealand.